Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump does not give loud alarms it only beeps even when there was low glucose suspend. Self test was performed and the insulin pump error occurred. Customer advised to revert to back up plan. Customer¿s blood glucose was 9.3mmol/l at time of incident. Insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and self test. Hardware low level failures confirmed in pump history with variable due to broken trace at u1 keypad assembly. Volume did change when adjusted. Audio or vibrate anomaly or absence of alarm not confirmed. Analysis identified product meets specification? Yes.